Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they think when they went through (B)(6) security it felt like their stimulator "went off" and stated they think (B)(6) "upped their security". The patient reported since then they have had a return of symptoms "bad". Due to this, they want to increase stimulation a little, but the patient reported when trying to increase stimulation yesterday they are getting message that "it can't communicate". Walked the patient through communicating with ins on call. The patient confirmed successfully communicated with ins on call and confirmed stimulation was on at 0.5v on program 2. The patient initially increased stimulation to 0.6v and stated they weren't feeling stim. Increased stimulation to 0.9v on call and stated that felt "a little too much" so they decreased stimulation to 0.8v and confirmed feeling stim a little bit and confirmed stim felt comfortable. The patient confirmed feeling stim in bike seat area. Patient will monitor symptoms now that change was made and will follow up with the healthcare professional (hcp) if not seeing improvement. Patient provided event date as "I think last thursday". The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that to resolve they issue they reset the stimulator. However, when asked if the issue was resolved they answered both 'yes' and 'not yet' clarifying "we reset the stem, (bladder)." They indicated that their device was still in use.